Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of watchdog set test failure alarm from the insulin pump. The customer's blood glucose reading was 84 mg/dl. The customer stated that the alarm occurred during the rewind/prime sequence. The customer was advised to perform rewind process again. The customer will be sent a replacement pump.